Manufacturer narrative:
E1 facility name - (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
E1 - facility name: (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sheath was upsized to a 12f sheath and the evar procedure was completed. Reportedly post-procedure, one of the pre-placed sutures broke during knot advancement. Hemostasis was achieved with the remaining pre-placed suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.